Event description:
Difficulty was experienced inflating the balloon.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination revealed the stent to no longer be on the balloon. Small surface abrasions were noted on the outer coating of the balloon, indicative of the stent being crimped onto the balloon during mfg. The stent was returned from the sds. Functional testing was performed by attempting to pressurize the balloon with water, via in indeflator. The balloon did not inflate at pressures up to 20 atmospheres. Usage of a red dye during attempted inflation revealed the inflation lumen to be blocked at the hub/strain relief areas. The hub was cross-sectioned several times, which revealed the blockage to be located in the inflation lumen, within the strain relief. A longitudinal cross section of this area of the hub was then performed, which revealed a 0.4 cm long section of the inflation lumen to be completely occluded by a thick, clear, semi-sticky substance, approximately 0.3 cm in length. Infrared analysis performed on the occluding substance, revealed it to be methacrylate/polyurethane, similar to a ultraviolet adhesive used during mfg in the hub to catheter bonding process. It appears that a mfg operator-error occurred, which allowed the adhessive to enter the inflation lumen. The adhesive blocked the inflation lumen, causing difficulty inflating during clinical use. This anomaly is considered to be an isolated incident, and thought highly unlikely to recur.